Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that prior to (B)(6) 2015 the patient had been getting good therapy and using 99%. The patient had lithotripsy on (B)(6) 2015, and then the patient had a loss of therapy and headaches. The patient met with the rep on the day of the report and impedances were checked. The left lead showed >10000 and the right lead was fine. The patient was getting stimulation on the right lead. They turned stimulation up to 7v and the patient felt something but not comfortable so they turned that stimulation down again. The patient was generally around 1v so they did not increase amplitude for impedances. They would attempt using only the right lead at this time. X-ray was taken and the lead position was fine. The patient's relevant medical history includes occipital neuralgia and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative (rep) in response to follow-up reported that no additional information was known but it was thought that the patient was being scheduled for a lead revision.